Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen and loosely folded balloon consistent with preparation. The distal balloon taper was bunched. Possible causes for difficulty in removing the catheter post stent deployment may include: interaction of the balloon with a stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported complaint. An attempt was made to advance the stent delivery system (sds) through a new 6f guiding catheter but the balloon did not insert into the guiding catheter due to the bunched balloon. The sds was pressurized but the balloon did not inflate due to the crystallized contrast. The sds was left pressurized overnight. After the contrast dissolved, the balloon was inflated and deflated. The balloon deflated flat but still advanced and was removed from a new 6f guiding catheter without any resistance noted. In this case, the wrinkled balloon was not reported with the case information; therefore it is possible it occurred during packaging, handling and return to abbott vascular for analysis. Additionally, it was noted during the returned device functional testing that the balloon deflated flat. It is possible that a flat balloon could have interacted with the guiding catheter and contributed to the reported difficulty, but a flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. It was reported force was applied to remove the sds from the guiding catheter. It should be noted the xience instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It does not appear that the force applied to the sds as resistance was encountered caused or contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to remove for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
It was reported that the lesion was in the mid-circumflex, with moderate calcification, no tortuosity and no thrombus. Pre-dilatation was performed with a non-specified 2.0 x 15 mm balloon. The xience v stent was implanted without issue, but when the delivery system was attempted to be withdrawn, it became stuck in the non-abbott guiding catheter. Force was applied to remove the stent delivery system from the guiding catheter. No adverse patient effects were reported. The procedure results were reported to be optimal. No additional information was provided.